Event description:
An ocd representative reported observing a potential false negative anti-hcv result for one pt sample. The sample was positive when tested with an alternative method. A false negative may result in inappropriate physician action. There was no report of pt harm as a result of this event.